Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01943. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored. Note: it is unknown which lead has migrated, as such both leads are being reported.